Event description:
It was reported via legal documentation that approximately 105 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, increasing pain, swelling, and instability. Upon the revision of the exactech device, the plaintiff's surgeon observed signs of polyethylene wear, loosening of prosthetic joint, a large osteolytic cyst beneath the tibial components, and femoral bone loss. Revision op notes were not provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 0792797 200-04-45 - cemented finned tib. Tra sz 4f/5t 1106251 200-04-45 - cemented finned tib. Tra sz 4f/5t 1537457 234-03-04 - optetrak asy,ps cemented femoral, sz 4, 1579786 204-24-11 - ps tibial inserts sz 4, 11mm 1628328 234-02-04 - optetrak asy,ps cemented femoral, sz 4, 1628918 200-02-38 - three peg patella 38mm 1662109 200-02-38 - three peg patella 38mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.